Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. A new lead was implanted. No additional adverse patient effects were reported.